Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call that the customer recently went into diabetic ketoacidosis. The customer's mother reported that the insulin pump had a motor position encoder error prior to the customer's high blood glucose level. During troubleshooting, caller also reported that the alarm history showed a no delivery alarm. Caller also reported that a motor error alarm occurred during priming. Blood glucose level near the time of the incident was 306 mg/dl. Caller reported that on the morning of the call, the customer had a blood glucose level of 288 mg/dl. Customer's mother was advised that the insulin pump would be replaced and agreed to return the product for analysis.